Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implant, the lens was scratched. It was removed from the eye and replaced with another one of the same model. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated, the use of a qualified cartridge. The customer indicated, the use of a viscoelastic, which is not qualified for use with this cartridge. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated, is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).